Event description:
It was reported that the patient experienced pain at the lead site. She had trouble turning up her stimulation. She heard 3 beeps when she tried. She was a work. The company representative confirmed that the patient had great success with her device until she took a hard fall. The fall affected the efficacy of the device. The patient's device was reprogrammed from a unipolar to bi-polar setting. She no longer felt the pain she had experienced. The beeping issue was also resolved with the patient programmer.